Event description:
It was reported that a few hours after the implant procedure, the patient complained experiencing chest pain. An echo was performed and a small amount of pleural effusion was noted. The atrial lead had perforated the patient. The lead was successfully repositioned and the patients symptoms ceased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).